Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm last night when attempting to fill the tubing. Customer stated that this occurred around 6 times and each time a new line was used. Customer stated that a new reservoir was used. Customer was advised that the pump has alarmed no delivery before around 2-3 months ago. Customer's blood glucose level was 7.5 mmol/l. Customer stated that the pump was not dropped or exposed to moisture. Customer performed a self test and the pump passed. Customer was advised that the pump was working as designed and was able to recognize a blockage or occlusion. No further assistance needed.